Event description:
It was reported that shaft break occurred. A 1.50mm x 8mm emerge¿ balloon catheter was selected; however, it was noted that the shaft broke.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. There was blood in the wire lumen. The hypotube shaft was completely separated 64cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no damage or irregularities to the shaft. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that during preparation of the device, the balloon of the 1.50mm x 8mm emerge balloon catheter separated from the shaft with minimal force. The device was not used in the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).